Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error. Date of event is estimated.

Event description:
It was reported that patient have not used his system for over few years and has not charged the ipg as recommended as a result, ipg was explanted and replaced resolving the issue.